Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. The ins was received with the setscrew in its proper location and a lead was able to be secured with no problems. There were suspected dried body fluids on the bottom of the setscrew.

Manufacturer narrative:
Concomitant medical products: product ID : 3889, product type: lead. Product ID : 3889, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The lead was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient required a new lead. It was stated the lead broke due to a fall and a procedure was needed. The existing implantable neurostimulator (ins) had plenty of life left in it so it was detached from the old lead and attached to the new lead. When tugging the lead to confirm it was securely attached, it came away from the ins. A second attempt was made to secure the lead and it again came away when tested with a tug. It was suspected the setscrew had been unscrewed out of the thread housing. A brand new ins was used and successfully attached to the new lead. The issue was resolved and the patient was being well managed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.